Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered occlusion in infusion set tubing which results into high blood glucose level of 300 mg/dl. The patient had taken correction injection via mdi to address the high blood glucose. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. This event occurred on (B)(6) 2024. No further information available.